Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that during a radial procedure, the stent came off of the balloon in the co-pilot. It was retrieved and thrown away. The patient is fine. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results and conclusion summation - stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that the reported stent dislodgement was a result of interaction between the promus stent and co-pilot. However, a conclusive cause for the reported stent dislodgement cannot be determined and there is no indication of a product quality deficiency.